Manufacturer narrative:
The account found the emergency stop button and the emergency stop guard were broken off the control box of the lift. According to the service manual of the lift, the emergency stop function shall be checked at periodic maintenance at least once every year. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. The account replaced the control box of the lift to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the customer stating that the emergency stop button and the emergency stop guard was broken off the control box of the lift. The lift was located in the patient room at the account. There was no patient/user injury reported. (B)(4).